Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the keypad was out of specification, the 'on' button was collapsed. It was also noted that the interconnect flex was out of specification.

Event description:
It was reported the device will not turn off and/or turn on. The off button is suspected. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.